Event description:
Information received by medtronic indicated that the insulin pump had to be hit couple of times to respond. Customer stated that insulin pump had keypad anomaly and buttons were delayed and failed to respond if buttons were pressed rapidly. Troubleshooting was performed and buttons were responding now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.